Event description:
Info received indicates the pump was under infusing by more than 6% found during testing rate: 125 dose: 10 with water.

Manufacturer narrative:
Testing of the pump indicates the pump was out of calibration. The pump was calibrated to resolve.